Event description:
It was reported that several lots of bd¿ blunt fill needle 18 g x 1 1/2 in. Single use, sterile experienced black foreign matter spotted on several of the sterile blunt needles. 5 were affected from lot # 2144983 and 2175384 and 3 from lot# 2228438. The following information was provided by the initial reporter: b-d305180 that have a black foreign matter spotted on several of the sterile blunt needs.

Manufacturer narrative:
H6: investigation summary: it was reported there was black foreign matter spotted on several of the sterile blunt needles. To aid in the investigation, three samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed with a 10x magnifiers lens, and no defects or imperfections were observed. A device history record review was completed for provided material number 301580, lot number 2228438. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed, and a probable root cause could not be offered. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 2144983, medical device expiration date: 30-sep-2027, device manufacture date: 24-may-2022. Medical device lot #: 2175384, medical device expiration date: 31-oct-2027, device manufacture date: 24-jun-2022. Medical device lot #: 2228438, medical device expiration date: 30-sep-2027, device manufacture date: 16-aug-2022.

Event description:
It was reported that several lots of bd¿ blunt fill needle 18 g x 1 1/2 in. Single use, sterile experienced black foreign matter spotted on several of the sterile blunt needles. 5 were affected from lot # 2144983 and 2175384 and 3 from lot# 2228438. The following information was provided by the initial reporter: b-d305180 that have a black foreign matter spotted on several of the sterile blunt needs.